Event description:
It was reported the patient could feel the stimulation increase "on its own." It was stated that it "goes up real real high." The day prior the patient was outside walking and had to try and make it back to the house to get the patient programmer to turn it down. A surging sensation was felt when the patient moved around or bent down and backed up. The device was going up to 6.0 v on its own. It was stated that the other day the patient couldn't move and it kept her from getting to the house since she could barely walk from the sensation. The issue started to occur following a fall that occurred 3 weeks prior. The patient went to the hospital on (B)(6) 2012 after the fall due to her side hurting. A med pack was given to the patient and she was told to go to her health care provider (hcp) due to having a stimulation system. The patient's hcp thought her issues were due to a pulled muscle from the fall. The patient's upright position was normally at 3.10 - 3.20 v. The patient met with three manufacturer's representatives about a month prior. It was not working right on the left side and the device had to be increased to feel it, but if it was increased too high the patient felt it in her chest. The manufacturer's representative was able to make a change to help what was happening. The patient was in a lot of pain, a rating of 11 or 12 was given, but no scale was given. Due to the pain the patient didn't think it would be a good idea to walk for three minutes to change the setting. The patient had been on pain pills and was out. Her hcp had asked her why she ran out so soon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).